Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Reportedly, the customer reverted to an alternate of insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 591-594 mg/dl. Reportedly, the customer administered a manual injection of insulin to address the high bgs. The cause of the high bg was due to the insulin not being effective. Customer changed the insulin vial to address the issue.